Event description:
It was reported that a pt underwent an acdf using rhbmp-2/acs, a peek interbody cage, and anterior plate fixation for cervical radiculopathy. At an unk time post-op, the pt was diagnosed with pseudarthrosis via CT scan. There was a clearly identifiable radiolucent line in the middle of the graft, although solid bone extended from each end plate toward the center of the graft. The radiolucent line was at the same level as the previous midportion of the disc space, a consistent level when compared with the uncovertebral joints. Flexion/extension films for the pt did not demonstrate motion of more than 3mm at the tips of the spinous processes.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.